Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while running patient samples with bd max¿ enteric viral panel a false positive result was obtained on one instrument and result was positive on another. The false negative result was reported. There was no report of patient impact. The following information was provided by the initial reporter: would like to notify you that when customer rerun patient samples, one of the samples that was negative on this instrument ct1191 was positive on their other instrument. Quite low positive. The negative result was reported to physician. Customer called to inform that when they run monthly control for viral panel on both of their instruments > repeatedly (2 times) the adeno show negative on ct1191 while on ct1108 result is positive. Noro and rota also show low rfu values on ct1191.